Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider (hcp), clinical study) regarding a patient who was receiving dilaudid (hydromorphone) (1 mg at .5276 mg/day), bupivacaine (30 mg at 15.82787 mg/day), and clonidine (500 mcg at 263.79792 mcg/day) via an implantable pump for unknown indications for use. It was reported that on (B)(6) 2020 during a pump refill, a reservoir volume discrepancy was noted where the interrogated volume (irv)  was 7.5 ml and the actual reservoir volume (arv) was 13 ml. There were no associated signs or symptoms. No further diagnostics or interventions/no action was taken.  On (B)(6) 2020 the reservoir volume discrepancy at the following refill was within normal limits.  The irv was 12.7 ml and the arv was 14 ml.  The outcome of the event resolved without sequelae on (B)(6) 2020.  The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related.